Event description:
Patient was undergoing transjugular liver biopsy. While attempting this procedure, the md stated the tip of the multipurpose access catheter looked different under the fluoroscopy. Attempted to remove the catheter and when he pulled back the tip broke off and ended in left pulmonary artery, midline.

Event description:
Patient was undergoing transjugular liver biopsy. While attempting this procedure, the md stated the tip of the multipurpose access catheter looked different under the fluoroscopy. Attempted to remove the catheter and when he pulled back the tip broke off and ended in left pulmonary artery, midline.